Manufacturer narrative:
(B)(4). Batch # m54064 the analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what confirmation was received that the device was fully fired? --- no information. Did the device staple? --- yes. Were there any staples missing from the staple line? --- no information. What was the shape of the staples (b-formation, irregular, legs straight)? --- no information. Was the cut line fully circumferential around the target tissue? --- no.

Event description:
It was reported that during an open rectal anterior resection, the donut of the anus side was partially not created. The device was used between the colon and the rectum. Before the event, the rectum was cut with a curved cutter loading a blue cartridge. Additional suture was performed to complete the case. There were no adverse consequences to the patient. One device will be returning.